Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found a loose lg adapter and cracks on the video connector. A definitive root cause could not be identified. A device history record of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope presented an error code b30. The issue occurred during a therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed using a similar device. There were no reports of patient harm.